Event description:
It was reported that the patient had 'incessant vt' and received numerous shocks. There were long charge times, and the device experienced a charge time out. The device was explanted and replaced. Device tested out of specification during manufacturer's analysis. Additional information indicated that the device had suspected premature battery depletion as it reached end-of-service (e)s) eight days after implantation. There were no further patient complications as a result of this event.

Event description:
It was reported that the patient had 'incessant vt' and received numerous shocks. There were long charge times, and the device experienced a charge time out. The device was explanted and replaced. There were no further patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Further review prompted a change in the device analysis results. The change is reflected in this report. Evaluation summary: (B) (4) analysis revealed that after providing extensive high voltage therapy in the first days of implant, the device experienced several charge timeouts, resulting in the charge circuit being disabled. A firmware issue was found. Grommet damage was also observed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies were found. Grommet damage was observed. Although evidence of a change in charge rate in this device was retrieved from the save-to-disk files, the charge & delivery functions were found to be typical during device analysis. Attempts to recreate the reported conditions were unsuccessful. Therefore, the cause of the charge timeouts was not identified.

Event description:
It was reported that the patient had 'incessant vt' and had received numerous shocks. There were long charge times, and the device experienced a charge time out. The device was explanted and replaced. There were no further patient complications as a result of this event.